Event description:
Note found on bed states "no head up." No injury reported.

Manufacturer narrative:
Tech found the bed stored in 5th floor storage with note alleging "no head up." Isolated problem to faulty valve. Replaced the head up valve to resolve this issue.